Manufacturer narrative:
Upon further review, it was determined this event was reported in error as there was no death or serious injury involved with this complaint and this malfunction would not likely lead to a death or serious injury if it were to recur.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00521.

Event description:
It was reported that two plug drivers were found worn. There were no reports of patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to be worn with slight deformation. It is likely that wear and tear from repeated use over the lifetime of the device contributed to the slight deformation. A review of the manufacturing records did not identify any issues which would have contributed to this event.